Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24 november 2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, as of (B)(6) 2025, a patient who had a medial unicompartmental knee arthroplasty in 2017 with the ibalance uka stated that since the surgery their knee has never felt normal and the pain has been worsening over the last few years. The pain is mostly anteriorly behind the patella as well as some lateral pain. Radiographic imaging showed evidence of tibial component loosening. The patient wanted to proceed with right total knee arthroplasty revision, converting a uka to tka on (B)(6) 2025 for failure of uka and adjacent compartment osteoarthritis.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a combination of a foreign body reaction and/or a patient-specific biological response, inadequate care during the healing process, and other biological factors, such as compromised blood supply to the bone, infection, or underlying health conditions, that may impede proper healing. The complaint allegation was not confirmed. No evidence of that failure was received.